Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure flickering image was confirmed and the reported event error e204, focus function error, and difficulty passing brush through was not confirmed. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a glitchy screen during inspection for use involving an olympus colonovideoscope. There was no patient involvement.